Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
It was reported that the patient experienced dizziness and presented remotely. Review of remote transmission revealed that the right ventricular (rv) lead and the right atrial (ra) lead exhibited noise over-sensing, which resulted in pacing inhibition. Inappropriate automatic mode switching (ams) episodes were also noted. The ra and rv leads were explanted and replaced on (B)(6) 2026. There were no patient consequences.

Manufacturer narrative:
The reported event of high amplitude noise was confirmed. As received, a partial lead, specifically only the distal portion was returned in one piece. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device of feature of the heart.